Event description:
It was reported that the patient's device was not feeling the device stimulation. The device was interrogated, found to be disabled, and was subsequently programmed back on. The patient didn't recall any unusual events that could have contributed to this. No additional relevant information has been received to date.